Event description:
The customer reported that their device was locking up. The customer did not indicate if this was at any specific time or if it was an intermittent issue. There was no report of any patient use associated.

Manufacturer narrative:
A third party service agent evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.